Manufacturer narrative:
The hillrom technician found the side communication board needed to be replaced. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed¿components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom® communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed on nov 16, 2022. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the side communication board to resolve the reported event. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed nurse call was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).